Event description:
The ventilator alarmed and shut down while in use on the pt. The customer reported there was no pt harm. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator lot history that indicated a +24 volt failure. The service engineer replaced the power supply to correct the problem. Extended self testing (est) and perfomance verification testing was performed and all tests passed per operating specification.